Event description:
The rpeort from the field indicated that during the index procedure the stent dislodged. The target lesion was the diagonal coronary artery. The lesion was reported to be moderately calcified. The lesion was pre-dilated twice. The product was inspected prior to use and appeared to be normal. The physician was unable to cross the lesion and while attempting to withdraw the stent, it dislodged. The physician attempted to retrieve the stent by inflating a 1.5 mm balloon distally and trying to drag it out. This was unsuccessful. The physician was not able to re-wire the stent to futher try to retireve it. The stent was implanted into the vessel wall using 2 taxus stents. The stent is currently in the lad/lmca. A repeat angio two (2) days after the index procedure revealed the cypher stent was stable, the diagonal vessel was partially "jailed". The ot is asymptomatic. The pt's cardiac enzymes were reported to be within normal limits and the pt has no chest pain.